Manufacturer narrative:
The device is available for investigation. It has not been received.

Event description:
The event involved a plum 360 infusion pump that the customer stated about 40 minutes after the infusion of remifentanil, during a corneal transplant, smoke started to come out of the pump and a burning smell was noticed. The pump was turned off. There was no harm to the patient, however, there was a little delay in the infusion.

Manufacturer narrative:
During the investigation and performed pvt device no ac power, was identified as probable cause power supply pwa defective; it installed new power supply pwa, no evidence of smoke, carbonizing or burned components only liquid waste residue is observed inside the pump, device passed investigation level and pvt after analysis/repair and prior to returning pump to service.